Manufacturer narrative:
G4:20jul2020. B4:02apr2021. The philips field service engineer (fse) was dispatched to the customer site for additional evaluation. The fse evaluated the unit and confirmed that the touchscreen was inoperable and did not allow the user to make adjustments to parameters, rendering the device unusable. The fse identified that the navigation ring was inoperable as well. The fse replaced the touchscreen to address the problem. The device successfully passed performance assurance testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27jul2020.

Event description:
The customer reported the touchscreen will not calibrate. The customer confirmed the problem was discovered during v60 setup and is not reporting any adverse outcome to patient care or therapy. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.